Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific factors. Per dfu-0110-eo revision 3: c. Contraindications: insufficient quantity or quality of bone. Blood supply limitations and previous infections, which may retard healing. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. Bioabsorbable only: foreign body reactions. See adverse effects, allergic-type reactions. Any active infection or blood supply limitations. Conditions that tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature. The use of this medical device and the placement of hardware or implants must not bridge, disturb, or disrupt the growth plate. E. Warnings: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2025, a facility notification was received via email regarding the pmcf study, "arthrex screw devices." A facility representative reported that a patient required an osteotomy procedure due to malalignment. The date of the procedure was not provided. The healthcare professional (hcp) reported that implant fixation was not achieved successfully due to loosening, pullout, and re-rupture of an arthrex compression ft screw. The hcp mentioned that it is unknown whether these complications were device-related. Additionally, the hcp also reported that a revision surgery was performed. The date of the revision was not provided.